Event description:
It was reported the pt does not have stimulation therapy. The pt stated when attempting to turn his scs system stimulation on with the pt programmer he observes a line moving across the screen and then the line disappears. Follow-up on (B)(6) 2013 ,identified an sjm representative met with the pt and discovered the pt's scs ipg battery is depleted and the ipg is inoperable. The representative recommended the pt have his scs ipg replaced. The pt stated he would need time to decide if he wants to move forward with surgery.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.